Manufacturer narrative:
(B)(4). Medical product: catalog #: 110027734, compr vrs glen pps min tpr adr, lot # 108100; catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 445710; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 142380; catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 139860; catalog #: 115397, comp rvs cntrl 6.5x35mm st/rst, lot # 991880; catalog #: 110031178, comp vrs bone and imp mdl, lot # 716940; catalog #: 110027734, compr vrs glen pps min tpr adr, lot # 276730; catalog #: 110031378, versa-dial taper adaptor 25mm, lot # 276760. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05176, 0001825034-2020-01106, 0001825034-2020-01107, 0001825034-2020-01108, 0001825034-2020-01110. Unknown if the product will be returned.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient plans to be revised due implant loosening. However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays showed that there was displacement of the glenosphere from the glenoid resulting in dislocation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left should arthroplasty. Subsequently, underwent a revision due to loosening of the implant. The x-ray provided shows dislocation of the shoulder. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.